Event description:
The 0 degree endoscope was returned as a trade-in. There was no reported failure by the customer. There was no patient involvement.

Manufacturer narrative:
The 0 degree endoscope has been returned and evaluated by the failure analysis. The endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion. Fragments of the epoxy are possibly missing. Endoscope was also received with mechanical damage to the distal illumination fiber; fragments of the fiber optic are missing. Mechanical damage and or deep scratches were observed to the ocular sleeve and shaft assembly. The damage to the ocular sleeve and shaft assembly could result in metal shavings. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.